Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experienced high impedance was reported to abbott. It was determined, the scs lead was preventing the patient from using the MRI conditional functionality of their scs system. As a result, the patient's lead was explanted and replaced to address the issue. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had high impedances on their scs lead which were preventing the patient from using the MRI conditional functionality of their scs system. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.